Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed supplies and still received occlusion alarm. The customer's blood glucose (bg) level was 380 mg/dl. Manual insulin injections were used to address high bg level. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusion.